Event description:
The customer reported the mx40 telemetry device displays a speaker malfunction error message and the speaker is not working. The device was not in clinical use on a patient.

Event description:
The customer reported the mx40 telemetry device displays a speaker malfunction error message and the speaker is not working. The device was not in clinical use on a patient.